Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It is reported that the incorrect clips were in the magazine, which caused the magazine to fall in the situs and had to be removed from the patient. There was a few minutes delay in surgery. There was no harm to the patient. The facility was unable to determine which instrument was affected, therefore the following med watches will be filed. All med watch reports being filed in relation to this incident include: 2916714-2016-00883, 2916714-2016-00884, 2916714-2016-00885.

Manufacturer narrative:
The magazine was analyzed using a keyence vhx-5000 digital microscope. Most likely one of the provided applicators caused the jumping of the magazine. Eleven out of twelve applicators are not according to the specifications, thus it is not comprehensible which applicator caused the jumping of the magazine. We recommend a maintenance of all applicators. The damages of the magazine most probably occurred during recovering the magazine with a forceps. A review of the device quality and manufacturing history records was not possible because the lot number is unknown. Based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient maintenance of the applicator. According to (B)(4) a CAPA is not necessary.